Event description:
It was reported that the patient presented for follow-up after two years of not being evaluated. During the appointment, it was not possible to interrogate the pacemaker; there was no telemetry. Different programmers and wands were tried without success. It was planned to replace the device on (B)(6) 2025. No additional adverse patient effects were reported.

Manufacturer narrative:
Investigation summary/conclusion: with the available information, and based on product record reviews, boston scientific concluded that there was no problem detected with this device. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device was not returned. As such, physical analysis has not been conducted in our laboratory. Labeling review: a labeling review was completed and determined the complaint situation was addressed in the product literature. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk review: a risk review was completed and confirmed that the event of difficult to interrogate/telemetry (wand) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that the patient presented for follow-up after two years of not being evaluated. During the appointment it was not possible to interrogate the pacemaker; there was no telemetry. Different programmers and wands were tried without success. It was planned to replace the device on (B)(6) 2025. No additional adverse patient effects were reported. Additional information received indicated that the device could not be interrogated because the device battery had depleted; the depletion was considered normal. The patient underwent routine device replacement on (B)(6) 2025.

Event description:
It was reported that the patient presented for follow-up after two years of not being evaluated. During the appointment it was not possible to interrogate the pacemaker; there was no telemetry. Different programmers and wands were tried without success. It was planned to replace the device on (B)(6) 2025. No additional adverse patient effects were reported. Additional information received indicated that the device could not be interrogated because the device battery had depleted; the depletion was considered normal. The patient underwent routine device replacement on (B)(6) 2025.